Manufacturer narrative:
Mentor became aware of event details that were mistakenly omitted in the initial report sent on (B)(6) 2019. Prior to the explantation procedure, the patient's surgeon made a diagnosis of bilateral breast ptosis. Therefore, we have updated the coding of this complaint to include anisomastia. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received an update regarding the events submitted in the initial report. After the patient's explantation procedure, the surgeon confirmed that the left-sided device was intact; the device was not ruptured as originally suspected. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: chest injury, breast pain, and possible rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a 425cc mentor memorygel breast implant and experienced postoperative symptoms. In (B)(6) 2014, the patient experienced a hard impact which triggered left-sided breast pain; she jumped off of a diving board, caught a football mid-air, and landed in the water in what was described as a belly-flop. She suspected that the left-sided device was ruptured. The patient also reported right-sided pain at their incision site, which occasionally causes her sharp pains. As a result, the patient¿s impacted device was explanted on (B)(6) 2019. After the removal procedure, the physician confirmed that the right-sided device was ruptured. This report is for the patient's left-sided device.